Event description:
It was reported that the user experienced intermittent cgm signal loss on the ilet while the dexcom app continued to display readings, after which the ilet signal returned during the call and education on transient signal loss was provided. Symptoms included no reported adverse physiological effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education regarding connectivity and signal interference. Investigation of this case revealed transient communication disruption between the ilet and the cgm transmitter without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user and environmental factors leading to temporary wireless communication interference.